Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction issue was verified. No usb cable or ac power charger were received for investigation therefore no evaluation could be performed for the shock allegation.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that a shock occurred with the tandem provided charging supplies. Reportedly, the pump was charging during the event. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.